Event description:
The customer reported the system freezes the images. This is indicative of a system lock up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The fan was repaired during the service call. The system was tested and found to be working as intended and put back into service.